Event description:
At 3 days after the primary, the patient came in reporting pain due to a periprosthetic fracture and the cause is unknown. The surgeon cabled the fracture and revised the stem and head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 07 march 2022. Lot 1907526: (B)(4) items manufactured and released on 11-feb-2020. Expiration date: 2025-01-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.